Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was sitting on the edge of the bed and received approximately three inappropriate shocks due to oversensing of non-physiologic noise. The device was programmed to alternate at that time. The field representative suspected it was noise. Troubleshooting was performed as the field representative ran auto- setup and the patient passed in all vectors however, the device picked secondary vector. Isometrics and pocket manipulation was performed in alternate however, no noise could be re-created. Technical services (ts) recommended for her to do the same thing in secondary. Ts discussed that the noise pattern has the same presentation as sense b with low amplitudes. It was recommended to program the device to secondary to avoid any sensing challenges. At this time, the system remains in service. No additional adverse patient effects were reported.